Manufacturer narrative:
Follow-up # 1 date of submission 10/17/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/08/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual examination of the pump, the keypad cover was observed to be torn over the up arrow and ok buttons. During testing, the contrast, up arrow, and ok keypad buttons were intermittently unresponsive; the down arrow button responded properly. The keypad cover was removed and the ok and up arrow key contacts were found to be inverted. Contamination was also found under all of the key contacts. Unrelated to the complaint, moisture was observed in the pump battery compartment. A crack was observed along the pump battery compartment. A leak test was performed and a battery compartment leak was found. The pump case was opened and further evidence of moisture was observed.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a keypad tactile change issue. The keypad buttons are difficult to press and sticking. The issue began one month prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.